Event description:
Additional information was received from a healthcare provider via a clinical study. Rotation of the collet connection device inside the spinal pocket occurred with erosion into the subcutaneous tissues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study. It was reported that the plastic collet used to connect the pump side catheter to the spinal catheter had rotated perpendicular in the scar and was pressing on the midline tissues from within the spinal pocket. The pump side catheter was replaced using a collet pin connector unit, and the collet was sutured down with two interrupted ligatures of 2-0 ethibond to prevent future rotation.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 29-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2020-jul-28 regarding a patient receiving morphine (12.6mg/ml at 5.234mg/day), bupivacaine (20.0mg/ml at 8.308mg/day), and fentanyl (2000.0mcg/ml at 830.8mcg/day) via an implanted infusion pump. It was reported that on (B)(6) 2017, the patient reported pain and swelling at the implant sites. There was firm swelling over the pump site. The incision was healing well without inflammation. Aspiration of the pump pocket via fluoroscopy yielded ~2cc of what appeared to be clotted blood which was characterized as an organizing hematoma. There was no sign of infection. On (B)(6) 2017 the patient noticed some drainage over the wound which was a slight yellow color. The patient denied fever and chills. Examination of the wound showed no redness around the sites and no active drainage. Cultures were attempted and 500mg of keflex was administered. The pump was reprogrammed with an increase in fentanyl. On (B)(6) 2017 the patient had a revision of the poorly healing scar over the catheter implant site. Cultures were collected and there was no sign of infections. It was noted that the collet had rotated and pressed on the midline tissue. The catheter was found to be bent so it was replaced. The event resolved without sequelae on (B)(6) 2017. The clinical diagnosis was pain and swelling at the implant sites and the device diagnosis was catheter kink. The etiology indicated the event was possibly related to the device/therapy and was possibly related to the implant procedure. No further complications were reported or anticipated.